Event description:
The caller stated that he is an hcp, and has a cousin whose child wears the sensor. The caller stated that the sensor cannula broke off, and remained underneath the customer's skin. The caller did not provide the customer's information, and just wanted to know what the customer should do. Advised the caller to have the customer seek medical attention, and then call us to report the event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.